Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, diopter -11.0 into the patient's left eye (os) on (B)(6) 2010. The surgeon reports refractive change over time. The lens was exchanged with a longer, different model lens. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5- on (B)(6) 2019 the lens was exchanged for a spherical and longer length lens. The exchange resolved the problem. Patient is happy and the post op ucva is 20/20. Cause of the event is reported as unknown. D7-explant date : (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- on (B)(6) 2019 the lens was exchanged for a spherical and longer length lens. The exchange resolved the problem. Patient is happy and the post op ucva is 20/20. Cause of the event is reported as unknown. D7- explant date (B)(6) 2019 is corrected to (B)(6) 2019. Claim#(B)(4).